Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was presented inside the device and the waste bag was cut-off and not returned for analysis. Visual inspection of the device revealed that there was a kink in the shaft 64cm distal of the strain relief. Functional testing was performed by placing the device into the angiojet ultra console. The complaint device would not prime and the 'check saline supply' error displayed on the console. The device was removed from the console and the shaft was cut at the severe kink. The hypotube at this location was found to be broken. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the deep vein of the left lower limb. An angiojet solent omni catheter was advanced for a thrombectomy procedure. However, it was noted that the catheter could not aspirate well the thrombus. The device was removed from the patient's body and found a kinked on it. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.